Event description:
The patient was revised due to poly wear of meniscal bearings.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated.